Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a radical prostatectomy procedure, the active blade broke, but did not fall into the situs. No further info available. Another like device was used to complete the case. There was no pt consequence.